Event description:
The remb sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating and ran unintentionally without depressing the handswitch. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The complaints were confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The bearings were worn/damaged and corrosion was affecting the motor assembly.

Event description:
The remb sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating and ran unintentionally without depressing the handswitch. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.